Event description:
The customer reported that the 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running ventilator on test lung. The unit passed extended self testing. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).